Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device changeout procedure, the terminal pin of the lead detached while removing the lead from the device. Upon testing, the lead exhibited loss of capture and high, out of range impedance measurements. The lead was capped on (B)(6) 2020 during same procedure and replaced. The patient was stable before, during and after the procedure.